Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure code for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-may-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the tower door 4 failed, was unable to recover and required maintenance. A field service engineer (fse) troubleshot, discovered that the actuator on the latch was not consistently contacting the micro switch. The position of the micro switch was adjusted to ensure proper activation each time the storage space was accessed. The storage space was then successfully recovered. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower door 4 was failed, unable to recover and required maintenance. The customer reported that this malfunction caused a delay when the user tried to dispense medication to the patient. However, there were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door failed to open and requires maintenance. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.